Event description:
Philips received a report that when the site performs a scan, the site will sometimes use the restraint strap to support the pt's arms. When the pallet is retracting into the brightview couch, sometimes the pt's clothing and/or restraint strap gets caught between the table pallet and couch. When it gets caught, it will either tug on the pt's clothes or restraint strap. There has been no report of pt injuries at this site.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The customer was instructed to monitor pts at all times and check for loose clothing prior to scanning to prevent injury to the pt and damage to the system. The bright view instruction for use, p/n (B)(4) rev a, contains several warnings and cautions relating to ensuring that all pt parts and objects remain clear of any moving camera and imaging tables parts. This issue has been previously investigated and is associated with c&r 2916556-6-3-11-002-c. (B)(4).